Event description:
Spring to fall of 2018, I could not get my inr in range - tested weekly with very high reading. Fell and hit my head, had MRI because of high inr readings. Coaguchek xs pt test strip - determined to be faulty.